Event description:
It was reported that an unspecified alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.